Event description:
It is reported that the rotating hinge knee was implanted in 2005. Post-op, the knee became unstable. In 2006, surgeon attempted to remove and replace the polyethylene surface to stabilize the knee. The hinge pin could not be removed. The surface remains implanted.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined.